Event description:
Information was received from a patient regarding an external device. Agent realized the recharger was listed as 97755-svc after the call ended and s/n was entered to case devices. The reason for call was patient reported they were trying to charge their implanted neurostimulator today, but the controller kept displaying 'replace controller batteries soon' message. Patient said the controller wouldn't 'stay on' while charging the ins and told them the implant charge was low, but it was at 70% when they finally got it working and could see the battery levels. Patient also mentioned the controller appeared to have turned their stimulation off for no reason; when they turned the controller on, it said the stimulation was off, even though the implant had been at 70% and they hadn't manually turned stimulation off. Agent reviewed meaning of 'replace controller batteries soon' message. Patient stated these issues just became apparent today. Agent had patient inspect the controller battery compartment, battery pack, port, and recharger, but did not see any damage. Patient confirmed the controller charged to 100% when plugged into ac power without li battery pack and they had cleaned the connections of the port/plug. Agent had patient remove li battery and plug controller in to ac power; patient confirmed controller powered on. Patient inserted li battery, and confirmed green light was flashing above the screen. Patient then connected recharging antenna and reported controller was 90% and implant was 70%, and was charging with excellent quality; confirmed therapy was on. The issue was not resolved. Agent advised patient to charge the ins monitor the issue after receipt of the controller and call back if any issues persisted. A replacement controller was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated with additional information. Section h6 updated with additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information, patient reported they were not able to get implantable neurostimulator (ins) charged and patient spoke to a manufacturer representative (rep) and claimed to have been sent a new paddle but still was not able to connect. Technical services (tss) suggested patient contact patient services (pss) for further troubleshooting, in order to get ins charged and access MRI mode, otherwise eligibility form would be needed.